Event description:
Reporter noted when switching to pulse mode they inadvertently went into I/a mode. Chamber collapsed abruptly and posterior capsule tear occurred; dropped nucleus. Pars plana vitrectomy / lensectomy completed two weeks after event. Pt listed as stable one day post-op. Prognosis reported as hopeful.